Manufacturer narrative:
(B)(4).

Event description:
It was reported that the battery had failed; no additional details were provided. The device system was used to deliver baclofen. A follow-up report will be sent if additional information becomes available.